Event description:
It was reported, episodes of post paced t wave oversensing (pptwos) were observed on the device. A reprogramming adjustment was made, however, episodes of pptwos were still observed. Technical support was contacted and additional reprogramming was recommended. No intervention has been performed at this time. The patient was stable and will continue being monitored.